Event description:
It was reported that the stent came off the stent delivery system during preparation. No other info was reported. The product was not used on the pt. This event is being reported due to the investigational findings.